Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was confirmed to be cracked at the threads, and the returned battery cap threads were stripped. The returned battery cap did not secure properly to the pump, and a power loss was duplicated. A test cap secured properly and was used to exercise the pump for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, all of the pump keypad buttons were intermittently unresponsive. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was cracked near the battery cap. The battery cap did not secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.